Event description:
Baxter (B)(4) received a report that an infusor leaked. The device was reportedly "almost empty". The device was filled with a solution 90 mg pamidronate in 0.9% saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained no fluid in the bladder but fluid in the overpouch. Visual inspection of the unit showed no detectable signs of physical abnormality. However, during the functional leak test, leakage was detected at the junction of the tubing and luer post. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The root cause was due to insufficient solvent at the luer and tubing connectivity due to operator oversight during assembly. As a result of this incident, awareness training for all applicable manufacturing operators was conducted in (B)(6) 2012.